Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. (B)(6).

Event description:
It was reported the drill bit fractured when being used in combination with a trocar on a mandibular fracture. The procedure was completed with another drill bit. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following fields were updated: d4 lot number - based on a review of inventory transactions and this customer's purchase history, there are seven four (4) possible lots: 472910, 490830, 604330, and 895770.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The cert was reviewed and there were no non-conformances were found. There are no indications of manufacturing defects. There have been 3 complaints (3 parts total) in regards to the drill fracturing for 46-1007 vendor lot 327137. For this part (46-1007) and the previous one year (from the notification date) regarding the drill fracturing, (B)(4). The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. The patient's bone density may have also played a role in the fracture of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.